Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 5mm inaccuracy. The surgeon was accurate after tracer registration and during initial navigation. After performing the septoplasty, accuracy was re-checked using both the ostium seeker and microdebrider, navigation as found to be 3mm inaccurate laterally left on superficial anatomical features. The surgeon alleged being 5mm inaccurate lateral left, and 2mm anterior when checking internal anatomical landmarks. Patient head tracker was placed on silicone pad directly onto the patients head without the head strap or frame being used. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative, following-up at the site, reports the surgeon does not use the head strap and head frame on a routine basis. The medtronic representative provided instruction to the surgeon in user technique, the surgeon was receptive to the cause of the problem but was not willing to change his methods. Software investigation completed. Findings are that, as reported, patient head tracker is placed on silicone pad directly onto the patients head without the head strap or frame being used, resulting in use error. Software functioned as designed.